Event description:
Pt had an open umbilical hernia repaired by implanting surgeon using surgimesh xb ck-7 on (B)(6) 2017. Subsequently the patient developed a bowel obstruction. The re-operating surgeon performed laparoscopic investigation of the pts abdominal cavity and found adhesions between the bowel, abdominal wall, xb ck-7 and other loops of bowel. The xb ck-7 was noted to not be flat against the abdominal wall. After carefully lysing all adhesions without developing any enterotomies, the re-operating surgeon repaired the hernia with another umbilical type of hernia mesh. The patient recovered successfully from the re-operative procedure.